Event description:
It was reported the procedure was to treat an unknown artery. The command 18 guide wire was used however the polymer coating appeared to have been stripped off mid wire. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.